Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020, the sensor experienced an early sensor retirement resulting in early sensor removal.

Manufacturer narrative:
The RMA was authorized but not received so no further confirmation or investigation of the complaint is possible. H6 method code updated to 4114. H6 result code updated to 3221. H6 conclusion code updated to 67.